Event description:
It was reported that the device would not power on. There was no pt associated with the reported event.

Manufacturer narrative:
Physio-control, inc. Evaluated the device and observed that it would not power up. The root cause was determined to be due to a failure of the main pcb assembly. After replacing the main pcb assembly, proper operation was confirmed and the device was returned to the customer.